Manufacturer narrative:
Suspect medical device: common name: hemostatic metal clip for the gi tract. Product code: pkl. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Perforation is a known complication. The instructions for use potential complications state: "those associated with gastrointestinal endoscopy and endoscopic hemostasis include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, hematemesis, transient dysphagia, aspiration pneumonia, wound dehiscence, minimal acute inflammatory tissue reaction, transitory local irritation, migration of clip into the bile duct, and anatomy disruption." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a per-oral endoscopic myotomy (poem) procedure, the physician used an instinct endoscopic hemoclip. The tissue (mucosa/sub mucosa) was perforated during the procedure while closing the defect using the instinct clip. There was no reported malfunction of the hemoclip. Our attempts to collect specific patient outcome information were unsuccessful. The patient had a perforation due to this occurrence. It is unknown what intervention was completed, however, it is presumed that an intervention was required.